Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: a review of the black box showed the date of the complaint overwritten, no evidence of a short battery life was found. The current draws were within specifications. The rewind, load, and prime steps were performed successfully. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation. Unrelated to the original complaint, the pump powered on with a returned battery cap to a dim discolored display. The battery cap was able to fully tighten. The battery compartment was cracked below the grip pad. The audio bolus button cover was torn but responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).